Event description:
It was reported that prior to starting the procedure, the erbe activation has been interrupted due to error 3-89. Technical service engineer (tse) had the customer inspect the foot pedals in the vision side cart (vsc) drawer, and the customer stated they were neatly stored. The customer pressed one of the pedals and the error cleared. The customer then power cycled the erbe generator one more time, erbe powered on normally with no further issues. The customer was continuing procedure as planned. Later, the customer called back in to report the same errors returned on the erbe. Tse walked the caller through a hard power cycle on the vsc and disconnected all cables from the erbe with no success. The customer used another vision side cart (vsc) and completed the procedure with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. Isi did receive a da vinci product to perform failure analysis. The iesu triggered errors 3-89/3-88/m-02-5/c-83 on the in-house system. The iesu failed in normal mode.